Event description:
It was reported that the patient was experiencing pain at the back and believed to be procedure related. The patient was prescribed lidocaine patches and muscle relaxers for the incisional pain.